Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 4.9 inr. The customer had a lab test within 7 hours and the result was 3.3 inr. The customer has a therapeutic range of 3.0-4.0 inr. The customer's hematocrit is within the acceptable range for the test and they have no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes but do currently have a cold. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.